Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the eopa 3d arterial cannula in a case, a pinhole leak was observed and the leak source was identified as the cannula itself. The device was replaced with a second eopa 3d arterial cannula and that after the case during removal of this cannula, a pinhole leak was detected in the same area as the cannula it replaced. The account believed the cannula had been inserted a little further and the leak was not detected during the procedure. There was no blood loss due to the leak and no unplanned blood transfusion were reported. No patient complications have been reported as a result of this event.